Event description:
It was reported that; the surgeon intended on placing the cage at l5/s1. He hit the inserter repeatedly with a mallet. The cage was not advancing. When he pulled it out it had broken. All pieces were recovered.

Manufacturer narrative:
Method: risk assesment. Result: the reported event was confirmed via stryker sales rep. The device was not returned and lot number was not provided, therefore device inspection, manufacturing history review and complaint history review could not be performed. Conclusion: since the product is not returned and device evaluation is not performed, the root cause of the reported product issue is inconclusive and multifactorial.

Event description:
It was reported that; the surgeon intended on placing the cage at l5/s1. He hit the inserter repeatedly with a mallet. The cage was not advancing. When he pulled it out it had broken. All pieces were recovered.